Event description:
A sales rep reported on (B)(6) 2025 that when the surgeon was inserting the second tpeg into the volar distal row, he was instructed to just snug the tpeg and the tip of the dvtx-8 np broke off. It was reported that there was no delay in surgery because the surgeon was instructed to move on and insert the additional screws needed to fixate the fracture. The surgeon then went back after all screws were implanted to try to remove the driver tip, with no success. The tip remains insitu and the surgeon believes no additional harm is expected because the tip of the driver is flush with the screw head. While the device is not intended to come in contact with the patient, the tip of the device remains implanted inside of the screw head.